Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738, position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt at another facility and the pt was transported to shadyside hospital. The iab leaked and the iab was removed. A second iab was inserted. The following was rpt'd to datascope on 9/12/97: the balloon leaked. Blood was noted in the tubing. The iab was removed an another was inserted. It was unk if there was any pt complication as a result of the event. On 8/18/97, the pt was recovering from open heart surgery. Event complications; none from the event - rpt'd 8/18/97, 9/12/97. Pt current status: recovering -rpt'd 9/12/97.